Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02580. It was reported that both of the patient's leads migrated. As a result surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.